Manufacturer narrative:
(B)(4). Investigation summary: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) received. The image(s) was reviewed, and the complaint condition is confirmed since the screwdriver tip is seen to be twisted. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot no mre can be performed as the lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the stardrive screwdriver spiraled while inserting an unknown locking screw. There was no surgical delay. The procedure successfully completed. No patient consequence. Concomitant medical product: unk - locking screw:(part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) stardrive screwdriver t8. This report is 1 of 1 for (B)(4).